Manufacturer narrative:
Corrected data: upon further review it was noted that section g4: PMA/510(k) number in the initial MDR was inadvertently submitted missing the ¿p¿ before the numerical value. The complete number is (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: 18-apr-2025. Section h-3: device evaluated by manufacturer: yes. Device evaluation: the complaint lens was received on a swab inside a biohazard bag. During a visual inspection, the device was inspected under magnification. The complaint lens was received cut in half and coated in viscoelastic residue. The lens halves were cleaned revealing one haptic was slightly bent out of shape and one lens half was chipped at the edge. No handpiece was received for evaluation. No issues that could cause or contribute to the complaint issues reported were identified during product evaluation. The other issues observed during the product evaluation could not be confirmed to be related to the manufacturing or design process. The complaint lens was forwarded to the manufacturing site for miq re-measurement. The product was confirmed within the optical power range. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The drt150 model intraocular lens (iol) was implanted in the patient¿s ocular sinister (left eye). Due to wrong power complaint, the iol was explanted in a secondary surgical procedure and replaced with a drn00v 20.5 diopter iol. There was no medical intervention, no patient injury, and no surgical intervention during the lens exchange procedure. Patient prognosis post lens exchange is unknown. No further information is available.

Manufacturer narrative:
Additional information: section a-3b patient gender: male. Section b-3 date of event: unknown/asked information was not provided. The best date estimation is between feb 05-feb-2025 and 12-mar-2025 (iol implant and explant dates). Section h-3 device evaluated by manufacturer: the complaint device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.